Event description:
While performing preventative maintenance on ceiling patient lift, we found a possible manufacturing defect where the mounting point from motor to rail became sheared on one side, which may cause the device to fall from ceiling once under load. This device has never being taken or moved from room since install. Device info follows, control #265922, model # liko guard l, manufacturer- baxter/liko inc, serial #(B)(6).